Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's device was automatic mode switching. The automatic mode switching was corrected via programming changes. The patient was stable throughout.